Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the monitor's screen was blank and no electrogram (egm) was available for two asystole episodes experienced by the patient, despite the egm recording being set to on. The device remains in use. No patient complications have been reported as a result of this event.